Manufacturer narrative:
The initial MDR 2432235-2021-00272 was filed on (B)(6) 2021. Additional information (18-nov-2021): siemens reviewed the available data from the instrument and found that the photometer data demonstrates that the lipemia (l) index was correct for the sample. The l index is a measure of turbidity due to light scatter. There is no correlation of the l index to triglyceride concentration or correlation to a visual inspection. The cause of the discordance between the instrument derived l index and a visual inspection of the sample is unknown. The instrument is performing within specifications. No further investigation of this instrument is needed.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that an atellica ch 930 instrument generated a lipemic index value of 0 on a patient sample. Siemens has requested that the atellica test protocols (atp) be performed on the instrument to assess the functionality of the mixers. Siemens is investigating.

Event description:
An atellica ch 930 instrument generated a lipemic index value of 0 on a patient sample. The sample was visually inspected by the operator and was rated as being extremely lipemic. The same sample was reportedly tested for albumin, alkaline phosphatase, alanine aminotransferase, cholesterol, creatinine, high density lipoprotein cholesterol, total bilirubin, total protein, triglyceride, sodium, potassium and chloride. The customer indicated that due to the low lipemic index, all patient results were initially reported on this sample and had to be retracted and amended. The repeat sodium and potassium test results were obtained from an alternate instrument. There are no known reports of patient intervention or adverse health consequences due to the lipemic index.